Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric sleeve procedure. The device was being used for the stapling of the stomach. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Also getting handle cracking. In order to resolve the issue and complete the case, changed to a different type of reload was the tissue may have been too thick for the original reload. There was no patient harm. The patient status is alive, no injury. The reloads may have been ones purchased through the grey market from a third party unauthorized distributor.